Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a liquid leakage. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a leak observed between the tubing and female luer of the cassette. Further inspection of the affected components showed incomplete solvent coverage at the tube luer bond. Based on this observation, the investigation attributed the leak to insufficient bonding solvent applied during the manufacturing process. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.